Manufacturer narrative:
Review of the order form from the physician and the work order used to manufacture the device, confirms that the graft was manufactured according to specification. Based on a review of the imaging provided, it was noted the occlusion of the sma was likely due to the compression of the visceral stent between the struts of the fenestration, as well as kinking of the visceral stent at the intra-aortic segment; the occlusion of the right renal artery was likely due to kinking of the visceral stent at the intra-aortic segment, as well as misalignment of the two visceral stents in the renal artery. The ischemic bowel was most likely due to the occlusion of the sma. Therefore, the cause of the occluded arteries was due to placement of the visceral stents in the fenestrations. Stenting of the large fenestrations is not per the instructions for use, as these fenestrations have struts that cross them and are not reinforced. The IFU states "it is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. Stenting is optional for vessels accommodated by a scallop and not recommended for vessels accommodated by a large fenestration." The use of two stents in a renal artery is not described in the IFU, which states "in the event that small fenestrations are being utilized, stents may be placed to secure positive alignment. Standard techniques for placement of arterial stents should be employed during use of stents....introduce appropriately sized balloon expandable stent and advance to the ostium of the fenestration/vessel. Advance stent partially into the vessel, leaving approximately 4-5 mm of stent in the aorta. Expand stent. Remove the balloon and replace with an oversized angioplasty balloon. Advance the balloon until the proximal tip is positioned at the ostium. Inflate the balloon to flare the intra-aortic segment of the stent." From the information provided and review of the imaging, there is no evidence that the device was not manufactured according to specification or that a device non-conformance or deficiency contributed to the event. Review of the order form from the physician and the work order used to manufacture the device, confirms that the graft was manufactured according to specification. Based on a review of the imaging provided, it was noted the occlusion of the sma was likely due to the compression of the visceral stent between the struts of the fenestration, as well as kinking of the visceral stent at the intra-aortic segment; the occlusion of the right renal artery was likely due to kinking of the visceral stent at the intra-aortic segment, as well as misalignment of the two visceral stents in the renal artery. The ischemic bowel was most likely due to the occlusion of the sma. Therefore, the cause of the occluded arteries was due to placement of the visceral stents in the fenestrations. Stenting of the large fenestrations is not per the instructions for use, as these fenestrations have struts that cross them and are not reinforced. The IFU states "it is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. Stenting is optional for vessels accommodated by a scallop and not recommended for vessels accommodated by a large fenestration." The use of two stents in a renal artery is not described in the IFU, which states "in the event that small fenestrations are being utilized, stents may be placed to secure positive alignment. Standard techniques for placement of arterial stents should be employed during use of stents....introduce appropriately sized balloon expandable stent and advance to the ostium of the fenestration/vessel. Advance stent partially into the vessel, leaving approximately 4-5 mm of stent in the aorta. Expand stent. Remove the balloon and replace with an oversized angioplasty balloon. Advance the balloon until the proximal tip is positioned at the ostium. Inflate the balloon to flare the intra-aortic segment of the stent." From the information provided and review of the imaging, there is no evidence that the device was not manufactured according to specification or that a device non-conformance or deficiency contributed to the event.

Event description:
The patient presented at ER and an angiogram determined that the sma and left renal artery were occluded. There was no intervention. The patient was put on palliative care and expired on (B)(6) 2015. The autopsy showed ischemic bowel.

Manufacturer narrative:
Because device will not be returned to manufacturer.

Event description:
The patient presented at ER and an angiogram determined that the sma and left renal was occluded. There was no intervention. The patient was put on palliative care. Patient expired on (B)(6) 2015, the autopsy showed ischemic bowel.

Manufacturer narrative:
Device will not be returned to manufacturer.

Event description:
The patient presented at ER and an angiogram determined that the sma and left renal was occluded.